Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a 20mm watchman flx closure device and wds. The 24mm closure device was deployed and recaptured five (5) times then removed from the patient. The 20mm was deployed and recaptured for repositioning five (5) times when a pericardial effusion measuring 4mm was observed. The 20mm closure device was removed from the patient and protamine was administered to reverse the impact of heparin. The laa closure procedure was aborted and no patient complications were reported.